Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 456 mg/dl at the time of call. The customer stated that the high blood glucose started with 376 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting for high blood glucose. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery alarm during prime. The customer performed troubleshooting for no delivery alarm. The customer was advised to assemble a new infusion set with the current reservoir. The insulin did exit and the insulin pump did not alarm no delivery alarm. The insulin pump will not be returned for analysis.